Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was having difficulties with the insulin pump and the sensor. They stated that they have been experiencing low blood glucose levels of over 30 mg/dl at least once or twice a week. The customer stated that they have not been using the sensor for two months already because the sensor had been giving false readings; the sensor would notify that the customer's glucose level was low but it was not. The customer also reported that prior to going to bed their blood glucose was 160 mg/dl but in the morning it had dropped to above 50 mg/dl. The customer stated that they used to run, but to an ankle injury had stopped running, and now they were back to running again. Nothing further was reported.